Event description:
It was reported that stent prematurely deployed. The over 80% stenosed target lesion was located in the mildly tortuous and non-calcified internal carotid artery. After an 8f non-boston scientific (bsc) and mach 1 guide catheter were exchanged and placed at the ostial of internal carotid artery. The filterwire was immersed in normal saline and placed at 2cm distal to the lesion. The filterwire was then withdrawn into the delivery sheath. Along with the filterwire, a 4x30 coyote balloon catheter was advanced and inflated; the device was removed, and angiography was performed and showed stenosis in the c1 segment in the right internal carotid artery. An 8.0-29 carotid wallstent was advanced and placed; however, it deployed prematurely in ex vivo and did not enter the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: carotid wallstent monorail 8.0-29 was received for analysis. A visual examination found the stent of the device to be fully deployed from the device. No damage or issues were noted with the deployed stent. A visual and tactile inspection identified no kinks or damage to the delivery system. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that stent prematurely deployed. The over 80% stenosed target lesion was located in the mildly tortuous and non-calcified internal carotid artery. After an 8f non-boston scientific (bsc) and mach 1 guide catheter were exchanged and placed at the ostial of internal carotid artery. The filterwire was immersed in normal saline and placed at 2cm distal to the lesion. The filterwire was then withdrawn into the delivery sheath. Along with the filterwire, a 4x30 coyote balloon catheter was advanced and inflated; the device was removed, and angiography was performed and showed stenosis in the c1 segment in the right internal carotid artery. An 8.0-29 carotid wallstent was advanced and placed; however, it deployed prematurely in ex vivo and did not enter the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).